Manufacturer narrative:
(B)(4). Method: the complaint rt236 infant breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The circuit was visually inspected, pressure tested and immersed in a water bath to check for leak. Results: there was no visual damage to the circuit. Insufficient glue was found between the tubing and the ventilator end connector. The pressure test result revealed that the circuit was out of specification. The water bath test showed that the leak was between the tubing and ventilator end connector. A lot check was not performed as a lot number was not provided. Conclusion: the observed leak was caused by the tube not being correctly assembled to the ventilator end connector such that the glue did not form a permanent seal after release for distribution. During production, the evaqua tube is glued to the connector. All rt236 breathing circuits are visually inspected and pressure tested for leak prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The user instructions that accompany the rt236 infant breathing circuit state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. The hospital staff correctly checked the rt340 breathing circuit for leak before patient use, which is in line with our user instructions.

Event description:
A hospital in south korea reported via our distributor that an rt236 infant dual heated evaqua breathing circuit was leaking. This was found during the ventilator leak test, before use on a patient.